Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and tube and a missing end cap sticker.

Event description:
It was reported that the customer received a compromised force sensor system alarm. The customer stated that insulin was squirting out of the insulin pump. Customer had low blood glucose levels of 43mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.